Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A microscopic examination and tactile inspection of the shaft revealed numerous kinks in the hypotube. A microscopic inspection revealed the device partially separated at the collar/distal shaft area. No irregularities or defects were found on the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal, mid and distal right coronary artery (rca). During the procedure, a non bsc wire was used to cross the target lesion. It was noted that there was difficulty in wiring. Then an unspecified intravenous ultrasound catheter was used but it failed to cross. A 145 guidezilla¿ was used to deliver a small diameter balloon and dilation was performed in the proximal rca. Then, another balloon was used to dilate as the first attempt did not get the needed indentation of the lesion. When the guidezilla was removed outside the patient it was noted that the port part was detached. The procedure was completed without stent placement. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal, mid and distal right coronary artery (rca). During the procedure, a non bsc wire was used to cross the target lesion. It was noted that there was difficulty in wiring. Then an unspecified intravenous ultrasound catheter was used but it failed to cross. A 145 guidezilla¿ was used to deliver a small diameter balloon and dilation was performed in the proximal rca. Then, another balloon was used to dilate as the first attempt did not get the needed indentation of the lesion. When the guidezilla was removed outside the patient it was noted that the port part was detached. The procedure was completed without stent placement. No patient complications were reported and the patient's condition was good.